Event description:
It was reported that the bd syringe 50ml ll had silicone visible. The following information was provided by the initial reporter: it was reported that excess lubrication, particles inside and on top of plunger, fibres, solid bubbles and damaged exterior. Name: plastipak 50ml syringe 3 piece concentric luer lock, po: (B)(4), lot: 2507054, expiry: 30/06/2030, quantity rejected: (B)(4) pieces. 50ml ¿ fibres and excess lubrication. 50ml ¿ excess lubrication and solid bubbles. 50ml ¿ damaged exterior. 50ml ¿ particles and lubrication. 50ml ¿ particles/fibres. 50ml - particles inside and on top of plunger.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.